Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. After the event, the ventilator has been returned into service with no issues. No investigation has been possible, therefore the root cause of the reported disconnection has not been determined. H3 other text: 4117.

Event description:
It was reported that during the overnight shift a patient on a ventilator had a code blue event requiring resuscitation. The rn's present at the bedside pressed the o2 boost button one or two times during suction passes down the endotracheal tube. It is possible that the disconnect suction button was then pressed afterwards. During these suction passes the ventilator became disconnected from the patient resulting in a de-compensation in vital signs requiring a code alarm to be pressed. The full extent of the resuscitation measures were not provided. The patient recovered from this event and was placed back on the ventilator without further issue. The final patient outcome was no harm. Manufacturer's ref. #: (B)(4).